Event description:
It was reported that certain alarms, including the arterial line, not alarming. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) assisted the customer to test the alarming. Tests produced correct alarming at the bedside monitor and the central station. The biomed indicated this may be a use error. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The philips remote service engineer (rse) assisted the customer to test the alarming. Tests produced correct alarming at the bedside monitor and the central station. The biomed indicated this may be a use error. The reported problem was not confirmed. If additional information is received the complaint file will be reopened.